Event description:
It was reported that device interrogation revealed loss of capture on the right ventricular (rv) lead. An x-ray revealed lead dislodgment due to a lead slack issue. The physician elected to explant and replace the rv lead. The patient condition is stable.